Event description:
It was reported that the implant mount was unable to be removed from the implant. The procedure was completed using another implant. Tooth #19.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k133339.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp, tsv, 4.7,10, mtx, mc, mg, ha (tsvmwh10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the devices were engaged. Functional testing was performed and it was noticed that the devices could not disengage. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The devices were intended for tooth #19 (universal). X-ray or picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage. Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review for the lot (1238024) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1238024) for similar events (complaint category keywords: functional: does not disengage/release) and 1 other complaint was identified under (B)(4). Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.